Event description:
Diaphragmatic nerve palsy. During cryoablation at ripv using polarx (boston scientific corporation), diaphragm nerve palsy occurred. Less than 30 minutes after the start of ablation, during ripv ablation. The patient's condition is unknown. The diaphragmatic nerve palsy was not resolved. The procedure was switched to rf and ablation was conducted using a qdot micro catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).